Event description:
Resident was being taken to be bathed via showerchair when chair hit bump in floor and back of seat came a part causing resident to fall backwards and hit head on tile floor resulting in laceration to head and skin tear to elbow. Resident taken to hospital and seen by physician.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.